Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. The event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an examination, the user reported that no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Analysis of the returned x-ray tube insert revealed oil inside due to a fracture in the anode glass cylinder. Oil inside the tube always leads to a loss of the tube's hv stability, which in turn causes arcing and further issues up to a total x-ray outage. The affected x-ray tube has been exchanged by the local service organization. The error reported did not reoccur. The manufacturer is not considering further actions resulting from this event because no systematic error has been recognized.